Event description:
It was reported that when the guidewire was advanced in the microcatheter (subject device), the guidewire perforated between the two tips of the microcatheter, causing a hole. The physician replaced it with a new microcatheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter shaft was noted to be flattened in 2 locations between the proximal and distal marker bands. No other anomalies were noted. During functional testing, the device was flushed with a valve attached to the distal end and no leaks were noted. The reported hole/perforation could not be confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the guidewire was advanced in the microcatheter (subject device), the guidewire perforated between the two tips of the microcatheter, causing a hole. The physician replaced it with a new microcatheter and completed the procedure without clinical consequences to the patient.